Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when replacing the circuit. The device was replaced with the same model at the patient's home. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was not duplicated by an operational check. A ventilator inoperative error code was found in the device's error log indicating a pressure sensor failure occurred. The system board was replaced to resolve the issue. Additionally, two ventilator service required alarms were found in the error log as well. Contamination was also confirmed,and the flow sensor and inline proximal filter were replaced. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.